Manufacturer narrative:
The insulin pump had a button error alarm and no esc and act button response due to the corroded keypad traces. No blank display or moisture damage was noted inside pump. The pump was received with a crack on the reservoir tube lip and a crack on the battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her insulin pump was submerged in water and it won't do anything. Customer stated that she had an alarm for new software release detected. Customer stated that there are now lines across the screen. Customer's blood glucose was 180 mg/dl. Customer stated that she fell into a saltwater pool. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was caught in a rain storm. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan. Customer declined troubleshooting for the alarm and partial display.